Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (B)(4) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads and drive features. Also an abutment was attached to the implant. Accurate dimensional verification could not be performed due to the condition of the returned product (abutment attached). No pre-existing conditions were noted on the per. The reported product was located on tooth site 29 and used for approximately 8.5 months. The customer has provided an x-ray of the device, and it was determined that bone loss is evident through sme evaluation. DHR review was completed for the subject lot number 61592512. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61592512) for similar cause and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or product (B)(4). Therefore, based on the available information, device malfunction has not occurred, however the reported medical event was confirmed based on sme review of the returned x-ray. (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvwb8) was removed due to bone loss at tooth location 29.